Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, the first reload could not be connected to the handle. The lock ring was rotated to the incorrect position and the reload connector did not connect to the instrument shaft. A second reload was used and was successfully connected to the same handle, however, after the tissue was clamped, the instrument could not fire. Both handle and reload were replaced to resolve the issue and complete the case. There was no patient injury.